Manufacturer narrative:
The end user discarded the complaint sample. An adequate investigation of the complaint defect cannot be performed. From the technical review, the tube does not break into two pieces. In order for two pieces to result, the tube would have had to have an external influence during the case to result in the tube having two pieces.

Event description:
The purple tubing broke in half. Both pieces were retrieved.